Event description:
It was further reported that the adverse event was restenosis of the 1st right posterolateral branch instead of restenosis of the right posterior descending artery initially reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. Same case as: 2134265-2010- 04517, 2134265-2010-04375, 2134265-2010-04376, 2134265-2010-04271. Same patient as: 2134265-2009-03516, 2134265-2010-01092, 2134265-2010-01091. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. Lesion 1 was de novo 75% stenosed, 3.00mm in diameter and 24.0mm long portion of mid right coronary artery (rca). The lesion was predilated with an unknown balloon at 12 atms. A 3.00mmx24mm taxus express2 stent was implanted at 18 atms. Post procedure visual evaluation revealed 0% stenosis and timi flow was 3. Lesion 2 was a de novo 90% stenosed, 3.00mm in diameter and 20.0mm long portion of the 1st right posterolateral (rpl). The lesion was predilated with two unknown balloons at 14 atms. A 3.00x24mm taxus express2 stent was implanted at 18 atms and a 2.50x16mm taxus express2 stent was implanted at 10 atms in the lesion. The lesion was post dilated with two separate balloons. Post procedure visual evaluation revealed 0% stenosis and timi flow was 3. In (B)(6) 2008, target vessel reintervention was performed on the proximal and distal rca. The 3.00mm in diameter, 14.0mm long, 75% stenosed lesion in the proximal rca was treated with an unspecified balloon and a taxus stent. Post treatment visual inspection revealed 0% stenosis. The 3.00mm in diameter, 15.0mm long, 90% stenosed lesion in the distal rca was treated with an unspecified balloon and a taxus stent. Post treatment visual inspection revealed 0% stenosis. Patient outcome was improved and the patient was discharged from the hospital 2 days later. In (B)(6) 2010, the patient experienced restenosis in the right posterior descending artery (r-pda). It was noted by the physician "this was an in-stent restenosis of the taxus stent." The patient was hospitalized and a target vessel re-intervention was performed. No patient complications were reported and the patient condition improved. A 2 year follow-up was performed and there were no angina symptoms. Four days later, a percutaneous coronary intervention was performed in the 1st right posterolateral branch. The lesion was 90% stenosed, 2.75mm in diameter and 15mm long. The lesion was dilated with a balloon catheter. There were no ischemic symptoms noted at the event. Residual stenosis was 0%. In (B)(6) 2010, the patient status improved.